Event description:
Reporter indicated a vns patient was having increased seizures and was to have a generator replacement due to end of service. The patient underwent generator replacement surgery. Attempts for further information from the reporter regarding the seizures have been unsuccessful to date. Attempts for return of the explanted generator are pending.